Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event it will be added and a supplemental report will be submitted accordingly. Referenced article: "percutaneous left ventricular endocardial leads: adverse outcomes and a percutaneous extraction case series." European heart journal - case reports (2020) 4, 1¿5. Doi:10.1093/ehjcr/ytaa130.

Event description:
A journal article was reviewed that contained information regarding extractions of percutaneous left ventricular endocardial leads. The article reports a patient that experienced an infection of their implantable cardiac system. The left ventricular (lv) lead was explanted and later replaced. No further patient complications have been reported as a result of this event. Further follow up did not yield any additional information.